Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer passed away. An autopsy was not performed but the customer's wife believed that the customer died of a heart attack. The insulin pump will not be returning for analysis because the customer's wife stated she did not have it any longer and did not know where the insulin pump was. Nothing further was reported.